Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise resulting in oversensing due to a fracture of the atrial lead was observed and the device was previously reprogrammed to resolve the event. During an unrelated procedure, the atrial lead fracture was visually confirmed. The lead was explanted and replaced to resolve the event and the patient was in stable condition.